Event description:
The manufacturer received information alleging a maintenance required alarm occurred on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices system board was damaged. There was no additional information provided at this time. A good faith effort attempt will be made to gather additional information. If any additional information is received, a follow-up report will be filed.